Event description:
Subsequent to previously filed report, additional information was received: it was reported that puncture closure of an unknown vessel was attempted relative to an unknown procedure. Reportedly, two proglide failed. "Proglide device must not have gotten hemostasis, covered stent.". No additional information was provided.

Manufacturer narrative:
The additional device referenced in b5 is captured under a separate medwatch report. D4 and h4: the device expiration and manufacturing dates could not be provided as the device lot number was not provided and the device was not returned. The device was not returned for analysis. A review of the manufacturing records and complaint history of the reported lot could not be conducted because the lot number was not provided. The investigation was unable to determine a conclusive cause for the reported difficulties; however, the treatment appears to be related to circumstances of the procedure. There is no indication of a product quality issue with respect to the design, manufacture, or labeling of the device.b5 describe event or problem.

Manufacturer narrative:
It is unknown if the device is returning for analysis. Investigation is not complete. A follow-up report will be submitted with all additional relevant information.

Event description:
It was reported that puncture closure of an unknown vessel was attempted relative to an unknown procedure. Reportedly, the "proglide device must not have gotten hemostasis, covered stent". No additional information was provided.